Event description:
The customer reported to olympus, that the endoeye deflectable videoscope was connected and found line image, which could not be recognized by the object. The issue was found during preparation before use, and the scope was changed with another. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the adhesive on bending section cover was detached and the universal cord had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith effort (gfe) attempts were made to the customer for responses to additional questions. The customer did not provide a response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope was connected and found a line on the image in which the image could not be recognized on the object. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.